Event description:
A customer reported to olympus that while preparing for a retrograde intrarenal surgery (rirs), an e103(lamp light-up error) was encountered, resulting in the visera elite xenon light source going into spare lamp mode. The procedure was completed using a similar device and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated. The evaluation confirmed the reported lamp lighting failure (error code e103) and also uncovered the following faults: (a) corrosion on the rear panel, (b) peeled paint on the top cover, and (c) minor scratches on the front panel. A review of the device history record (DHR) found no deviations that could have caused or contributed to the failure of the main lamp to light up (lamp light-up error/e103). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty power supply unit. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.